Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the annulus for this patient's native aortic valve was heavily calcified. The calcification was removed and annulus debrided. Following this, the valve was sized to be a 23mm bioprosthetic aortic valve. It was reported that "the valve was too big to seat despite comfortable sizing earlier". The 23mm valve was unable to be implanted, and a 21mm valve of the same model was successfully implanted. It was reported that the 21mm fit "very comfortably". The patient tolerated the procedure well with no complications.